Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine and clonidine via an implantable pump for non-malignant pain. It was reported that yesterday on (B)(6) 2025), the patient had their pump refilled and noticed that the drug appeared yellowish when it was removed. The patient stated that whenever the doctor put the drug in back in august, it was clear, like normal. However, when the doctor withdrew the drug yesterday to change their medication, it appeared yellow in color, not bright color. The patient mentioned that the doctor was confused and did not understand why the drug was coming out yellow, as it was always clear whenever they pulled it out. This was the second time the doctor had filled their pump. The patient stated that in all these years, this has never happened before. The patient also stated that when they got home, they did not feel like themselves. They were talking weird, slept in and out and today, and today they have a little bit of a headache. The patient mentioned they had a fever and felt nauseous when they went to bed, for which they took zofran to help with the nausea, but they did not feel as they normally do after a refill. Last night, they felt "in a fog", their mind wasn't working right, and they started speaking about something, they didn't even know what they were talking about or what they were saying. Their companion told them something and that their hands were "kind of hung". The patient stated they felt better today. Yesterday, they felt pain when they got home, and this morning, they had lots of pain. The patient was taking morphine very seldom and msir 15mg half of it if needed. The patient was redirected to their healthcare provider to further address their pain and symptoms and was emailed physician listings.